Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts) to report that a da error code was identified. Ts commented that this is a reset within the device that is self-correcting. The local representative reported that the rest of the device check was normal. No intervention was reported and the available information suggest that this device remains in-service.